Manufacturer narrative:
Date rec¿d by MFR : 01apr2019, date of report : 27jun2019. The customer's biomedical engineer confirmed reported problem of the battery failure from the unit's diagnostic report. The customer performed an annual preventive maintenance; however, the customer did not approve battery replacement. The customer indicated the device passed function assessment and checks as per current service manual and was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). The customer's biomedical engineer confirmed reported problem of the battery failure from the diagnostic report. The customer performed an annual preventive maintenance. The customer indicated the device passed function assessment and checks as per current service manual and was returned to service.

Event description:
The biomedical engineer of the customer reported that battery failure codes were observed during preventive maintenance activity. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 08jul2019. The customer accepted the manufacturer's quote for repairs. The manufacturer's service technician replaced the battery and performed preventative maintenance on the device. The device passed safety testing and no further issues were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.